Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient thought their device was possibly malfunctioning since they had been having numbness where the device was located, in their groin area, where the fold in the leg is, since a few months ago, in 2018. It was noted that it goes in an ¿s¿ shape pattern down to their knee on both sides but is worse on the left side. It was also stated that it has gotten worse with time, very quickly. It was also reported that they had had numerous falls since a year ago, and the frequency of falling occurrences has increased in the last 6 months; they think the falls are related to the numbness they are having. It was recommended that they follow up with their healthcare provider, but the patient stated that they do not currently have one, so they were sent a listing of local healthcare providers. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Previously submitted information was conflicting. The event problem was updated to omit the inaccurate information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient thought their device was possibly malfunctioning since they had been having numbness where the device was located, in their groin area, where the fold in the leg is, since a few months ago, in 2018. It was noted that it goes in an ¿s¿ shape pattern down to their knee on both sides but is worse on the left side. It was also stated that it has gotten worse with time, very quickly. It was also reported that they had numerous falls since a year ago, and the frequency of falling occurrences has increased in the last 6 months; they think the falls are related to the numbness they are having. It was recommended that they follow up with their healthcare provider, but the patient stated that they do not currently have one, so they were sent a listing of local healthcare providers. There were further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.